Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was reportedly hospitalized with a meningitis infection and has responded well to antibiotic treatment.

Manufacturer narrative:
Conclusion: according to the information received, the patient experienced a post-operative meningitis. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of the meningitis. The patient reportedly responded well to antibiotics. The concerned device remains implanted and the device will be switched on in (B)(6) 2016. This is a final report.

Event description:
The patient was implanted with a synchrony abi on (B)(6) 2016 and was in the hospital for one week. She was subsequently readmitted 10 days later when she became unwell due to a meningitis infection. A csf culture was performed and identified the infection as bacterial, meningitis hax. The patient has responded well to antibiotics and has been discharged. The patient was reviewed on (B)(6) 2016 and the clinic indicated that there was no sign of pseudomeningocele. The clinic is planning to proceed with activation in (B)(6) 2016.